Event description:
Healthcare professional reported left side "capsular contracture, baker grade IV of ", "a hyperechogenic band between the two capsules of the implants" and "benign inflammatory lymph node in the left axilla". Device remains implanted.

Manufacturer narrative:
Continued: e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and capsular contracture, baker grade IV.